Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 488 to 588mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with an IV. Customer indicated that the pump also alarmed motor error. Customer ended the call and indicated that they needed to call their pharmacist and would call back. No further troubleshooting was performed.